Event description:
It was reported while using the bd phoenix¿ smic/ID-101 a patient isolate (streptococcus agalactiae) was misidentified as streptococcus constellatus. The user noted that the isolate was camp test positive. The user performed repeat testing. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary this complaint is for misidentification of streptococcus agalactiae as streptococcus constellatus when using phoenix panel smic/ID-101 (catalog number 448802) batch number 4044939. The customer did not return panels or isolates, but did provide binary files and phoenix generated lab reports for the investigation. Review of the lab reports show phoenix identifications of streptococcus constellatus when using the complaint batch. To investigate, retention panels from the complaint batch and a control panel from the same material but different batch number were tested using in house streptococcus agalactiae isolates on a phoenix m50 machine and evaluated for identification results. All panels tested identified the isolates as streptococcus agalactiae, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18-24 hour, well-isolated colonies ensure proper, sufficient inoculum density allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards use swabs with minimal fiber shed make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.5 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode) volume of ID broth should be visually assessed for any obvious low fills ensure proper incubation temperature and environment use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint) handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k032675, k050745, k050747, k050780, k050865, k050881, k050946, k050982, k051109, k051138, k051204, k051266, k051272, k051692, and k062206. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ smic/ID-101 a patient isolate (streptococcus agalactiae) was misidentified as streptococcus constellatus. The user noted that the isolate was camp test positive. The user performed repeat testing. No health impact or consequence reported.